Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate and confirmed the reported issue. The patient pump and the distribution board were replaced. The issue was solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The most likely root cause of the issue was a patient pump motor bearing damaged by the corrosion due to environmental condition in which the pump operates, which affected the motor shaft rotation and led to pump high power consumption consequently damaging the distribution board.

Event description:
Livanova received a report stating that the heater cooler 3t displayed an error code associated to a patient pump during procedure. There was no report of patient injury.